Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-26623. Related manufacturer reference number: 2017865-2021-26625. It was reported that patient presented for a post implant check. The atrial lead and right ventricular lead were found to be out of alignment. During lead revision, the leads were unable to be unscrewed from the pacemaker due to a set screw anomaly. The device and leads were explanted and replaced. The patient was stable post procedure.